Event description:
Restoration ps stem inserter broke while surgeon was attempting to extract stem.

Manufacturer narrative:
An event regarding a weld failure of a femoral stem inserter/extractor was reported. The event was confirmed. Device evaluation and results: the returned device confirmed the event of weld failure. Material analysis of the subject device concluded that the device's weld fractured in fatigue. Medical records received and evaluation: no patient medical records were available for review. Device history review: review of the device history records indicates that all devices within the manufacturing lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event was confirmed as the subject device was received fractured in fatigue at the weld connecting the strut, handle and platform.

Event description:
Restoration ps stem inserter broke while surgeon was attempting to extract stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.